Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient told the representative the approximate implant date was (B)(6) 2012. The patient was receiving effective therapy after the explant, and everything was fine.

Event description:
Additional information received from the hcp via a manufacturer representative indicated the pump was still implanted as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received palladon at an unknown concentration and dose via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was unknown. It was reported that this event occurred post-op on (B)(6) 2017, in which a pump failure was reported along with a motor stop. The date of implant was not provided. There was no information provided regarding an environmental, external, or patient factors that may have led or contributed to the event. No information was provided pertaining to diagnostic testing, troubleshooting, actions, or interventions. Patient symptoms were not reported at this time but the patient status at the time of the report was noted as alive-no injury. The pump was reported as implant and out-of-service and the issue was not resolved and it was unknown if surgical intervention was planned. The representative was to obtain further information from the physician in the coming week. On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It reported the pump was used to deliver palladon (10 mg/ml at a dose of 2.6 mg/day). The reported elective replacement indicator (eri) of the pump was 33 months. The motor stop was clarified as a stall. There were no other error messages. Additional information reported the motor stall no longer existed and the pump was running again. The pump would be monitored and the explantation of the pump was cancelled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted. The hcp gave the representative the pump in order to check, due to the reported motor stops (failures). The representative would return the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp told the rep the pump was explanted in (B)(6). The patient was doing fine with the replacement pump. Further initial reporter information was received.